Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Non-sustained right ventricle oversensing was noted during a follow-up appointment. No action was taken. The patient was well and all electrical parameters were stable and in range.